Manufacturer narrative:
During a percutaneous coronary intervention of the proximal portion of the first diagonal coronary artery, the physician was ¿unable to withdraw the contrast from the fire star rx ptca balloon catheter¿. The physician used the balloon with irrigated contrast to dilate the vessel to 12 atmospheres but was unable to withdraw the contrast. Higher force was used to remove the device from the patient. The patient remained in stable condition and no patient injury was reported. The manufacturer of the inflation device was not indicated. Information about the type of contrast and saline ratio used was not available. Several attempts have been made to collect detailed information about the patient, the vessel characteristics and details of the event without success. The product was discarded by the customer. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for evaluation the reported deflation difficulty and withdrawal difficulty from the vessel could not be confirmed and the exact cause could not be determined. With the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue (i.e.: kinked shaft, vessel characteristics, contrast to saline ratio). The reported inability to deflate the balloon before removal may have resulted in the additional force used by the customer to withdraw the device from the vessel. The recommended contrast to saline ratio per the instructions for use (IFU) is 1:1. The IFU cautions, use of concentrations greater than a 50% solution of contrast medium may result in increased viscosity which could prolong inflation/deflation times. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
An updated device history record (DHR) review was conducted and the product met quality requirements for product acceptance. No further information is available at this time.

Event description:
During a percutaneous coronary intervention of the proximal portion of the first diagonal coronary artery, the physician was unable to withdraw the contrast from the fire star rx ptca balloon catheter. Now the patient is in stable condition. The physician used the balloon with irrigated contrast to dilate the vessel at 12atm. The physician used higher force to remove it out of the patient¿s chamber. Sample has been discarded.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.